Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, there was stent thrombosis. In the initial treatment, the physician treated a lesion located in the mid left anterior descending (lad) coronary artery. Vascular access was via the right femoral artery. The lesion was not predilated. A 3.0 x 15mm guidant vision stent was implanted with a good result. Heparin was received during the procedure. Aspirin and clopidogrel were prescribed post procedure. Approx one hour and 15 minutes later, the pt experienced an anterior wall infarction. The pt was returned to the cath lab and coronary angiography found occlusion in the region of the stent placement. This was treated with balloon angioplasty using a 3.0 x15mm voyager balloon with good result. Integrilin was received during the procedure. Aspirin, clopidogrel, integrilin and heparin were prescribed following the procedure. Three days later, the pt experienced reinfarction of the anterior wall. Coronary angiography revealed occlusion of the proximal lad in the stented region. This was treated using a 2.75x32mm taxus express2 drug eluting stent, implanted over the previously placed stent located in the lad. Timi iii flow. Clopidogrel and full heparinization was continued following the procedure. Four days later, the pt experienced a renewed sub-acute thrombosis in the stented region of the lad. A decision was made for no new attempts at reintervention. The pt was continued on aspirin and clopidogrel.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined and a similar complaints review could not be performed. The cause of the difficulties experienced during the procedure could not be determined.